Event description:
A customer reported that after inserting an evis lucera elite choledocho videoscope into the evis lucera elite duodenovideoscope and splitting a pancreatic stone with an el-27 lithotripter, an incarceration occurred when trying to collect the stone with a 6000 wire. The doctor cut the wire and removed the scope. The procedure was completed using an evis lucera duodenovideoscope. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused the reported issue. The device was not returned to olympus for evaluation. Since the actual product was not sent, the cause cannot be specified, but it is presumed that the defect is due to stress, external factors, or handling. The device IFU ¿chapter 4: operation 4.3 using endo therapy accessories " has the following warning: ¿refer to the respective instruction manuals for operating the accessories.¿ olympus will continue to monitor the field performance of this device.